Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00763.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using a lantern delivery catheter (lantern) and pod6s. During the procedure, the physician attempted to advance a pod6 through the lantern, however, the physician felt resistance and was unable to advance the pod6 more than halfway out of the lantern. It was reported that the lantern was buckling on itself and, consequently, the pusher assembly of the pod6 and the lantern became kinked. Therefore, the lantern and pod6 were removed. The procedure was then completed using a new microcatheter and a new pod6. There was no report of an adverse effect to the patient.